Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsi-hd - serial number/date (B)(4) is approximately 1 year and 2 months old. The user manual part number 1154294 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male who is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Left arm pad allegedly fell off exposing screws, could lead to potential injury . Consumer stated that a hoyer lift is used to hoist patient out of the chair and the straps allegedly get caught on the arm pad. No injury is alleged.